Event description:
After tpn was compounded on the baxa em 2400 exactamix compounder in the pharmacy department, the 250 ml bag was sealed and labeled according to protocol. Upon preparing to transport the bag to the patient floor, it was noted that the middle port was leaking near the manufacturer joint where the port had been sealed during the production process. A new bag was made, and the leaking bag retained for submission to baxter. This has been an ongoing issue. Lot nr 60137708. Manufacturer response for empty sterile bag for tpn compounder, (brand not provided) (per site reporter). They have remedied the leaking port issue, but some of the older lots that the wholesalers ordered are still in their inventory. They recommend ordering directly from baxter.